Manufacturer narrative:
(B)(6). Manufacturer year 2014. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The field service found no issues with the operation of phacoemulsification unit. The fss inspected the vitrectomy cutter function and found the vitrectomy to be working properly. The fss demonstrated the vitrectomy cutter to the surgeon and staff by increasing the cut rate. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported vitreous loss resulting in an unplanned vitrectomy. A brief description from the surgery center indicated during the cataract extraction procedure, there was vitreous loss resulting in an unplanned vitrectomy procedure. In addition, the surgery center indicated the vitrectomy cutter was not working and the vitrectomy cutter was replaced to complete the procedure.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.